Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on 20-may-2024, it was reported that one infusion set is came off while taking a shower. No further information available.